Event description:
Account alleged that when in brake the head right caster will not brake, but the left foot will.

Manufacturer narrative:
Account found a broken weld on the base frame. Account replaced the base frame to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.